Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe was not working. The customer was guided to install an external generator to proceed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective iesu. The fse replaced the part to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. Several erbe errors (m-26, m-11, m-10, m-12, m-02) were confirmed in the logs. The erbe was tested using the system, and error m-b0-60 showed up when testing monopolar. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-36 is attributed to installation issues preventing energy activation, and m-11 indicates a cpu and sensors module internal time out. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.